Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that a journalist is writing a story about a diabetes patient. The reporter stated that the customer passed away in (B)(6) 2013, and the cause of death is unknown. The reporter believes that her death was caused by the insulin pump failure, although the device has apparently missing, and it could not be determine if this is correct. The police have been notified of the loss and are investigating. The journalist mentioned that customer's insulin pump and infusion set were recalled. No further information was provided.